Event description:
Pt reported feeling electrical shocks from lvad. It was determined that percutanedous lead was fractured. Vented electric vad switched to pneumatic vad (ventricular assist device). 10/12 tci notified and on-site 10/13.